Event description:
The patient reported that she has experienced an increase in breakthrough seizures as well as an increase in depression. Additionally, it was reported that the device had not been checked in approximately four months as the patient's physician left the practice abruptly. The patient does not currently have a treating physician. Manufacturer representative has made attempts to help patient find a new physician; however, the patient has not returned phone calls.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, the patient reported that she still has not been able to see a physician. She requested contact information for vns treating physicians.